Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2018 the journal of shoulder and elbow surgery, titled ¿proximal stress shielding is decreased with a short stem compared with a traditional-length stem in total shoulder arthroplasty¿. The study reviewed fifty-six (56) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers apex (arthrex) and pe glenoid, pegged or keeled (brand, manufacturer unspecified) to address glenohumeral arthritis. During the twenty-five (25) month follow-up period, one (1) patient experienced postoperative stiffness requiring arthroscopic capsular release. Source: denard, patrick j., et al. "Proximal stress shielding is decreased with a short stem compared with a traditional-length stem in total shoulder arthroplasty." Journal of shoulder and elbow surgery 27.1 (2018): 53-58.